Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported a pump side arm leak after approximately ten days of support. The clinician discussed with the team reducing the amount of interaction connecting and disconnecting the yellow hub. There was no patient harm reported, and this device was removed and replaced with a new impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product purge leak has been completed. The root cause of the purge system leak was unable to be determined as the exact location of the purge leak could not be determined due to the product not being returned. The purge system leak occurred on day ten of support which is beyond the design specification of eight days. The cause of the purge leak was not determined. As noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.